Event description:
The customer reported there was a memory problem with the monitors causing loss of live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The field service engineer indicated that parts were ordered and tested. The system was then reported to be operating as intended.